Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level as no specific value was reported. Customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms, and it was confirmed that insulin suspension was not due to the alarm condition.